Manufacturer narrative:
Results and conclusion: (inconclusive, investigation in progress). No results available since no evaluation was performed. (B)(4).

Event description:
The physician was using a 12 prov180hs guide wire to treat a lesion in the lad. Lesion was a cto, degree of tortuosity and calcification unknown. It is unknown if the device was inspected prior to use. No abnormalities were reported in relation to patient anatomy. Normal resistance encountered during procedure for a cto and wire behaved normally until suddenly the tip stopped responding. The wire was across the cto and sub intimal distally when the tip unravelled. No resistance was encountered when retracting the wire from the lesion. No part of the wire remained in the patient, no intervention required. No injury caused to the patient.

Event description:
Device evaluation: received for evaluation was a 12prov180hs guide wire with original pouch label. The proximal joint was intact; while the distal joint coils wire was severely unravelled exposing the approximately 3cm length of the distal core wire. The full length of the unravelled coil remained attached to the guide wire. It appears that the soldered tip ball pulled from the core wire. The full length of the guide wire was accounted for.

Manufacturer narrative:
Result: no root cause can be determined based off limited details provided, no device return <(>&<)> no cine images received. Conclusion: no device, cine images received. (B)(4).

Manufacturer narrative:
Results: handling /use of the device during the procedure. Conclusion: handling /use of the device during the procedure.